Event description:
The pt had a pyrogenic granuloma type reaction a few weeks after surgery. The doctor placed the pt on steroids but the pt did not respond to the steroids and as the situation was not getting any better, the doctor decided to remove the implant. On removal, the doctor commented that the implant was not infected but had chronic irritation.